Event description:
A complaint regarding tenderness in the generator area. The decision was made to explant the pt's precision system.

Manufacturer narrative:
The explanted devices will not be returned for eval.